Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed the error message "cf08." The user also reported the device failed to calibrate. An alternate device was employed for the procedure. The user reported surgery was completed successfully and there were no adverse consequences to a pt as a result of this event.